Event description:
It was reported that the pt experienced seizures the day after their device was implanted. The pt had no prior history of seizures. The pt was in intensive care unit and was intubated. The patient's eeg and CT scan wer enormal. The pt was put on anti-seizure medication and was discharged from the hospital. Further info is begin requested from the hcp.